Event description:
It was reported that two hrs into a lap transverse colectomy procedure, the lap disc ripped around the peritoneal ring. No metal was introduced to device. Case was completed with a like device.